Event description:
It was reported that the caller indicated that the right ventricular (rv) coil impedance alert has triggered for an impedance rise.of note, the patient had been hospitalized recently for congestion and heart failure. Ts had the caller increase the alert threshold. The physician plans to do a defibrillation thresholds test (dft) also "just to be on the safe side." Additional information obtained through follow up indicated that the dft test was done and had adequate safety, and the impedance values were attributed to the patient condition. The lead remains in use and the patient is doing "fine." No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.